Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: crease is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported a left side rupture. Healthcare professional later reported a diagnosis of "recent rupture intracapsular left breast implant" and "grade ii ptosis of breast." Via operative report. Device has been explanted.

Event description:
Healthcare professional later reported a diagnosis of "recent rupture intracapsular left breast implant" and "grade ii ptosis of breast." Via operative report.